Manufacturer narrative:
A sealed labeled 135 cm. Powerflex pro 6 mm. X 4 cm. Balloon catheter (bc) unit in a pouch without a carton was left at the account, apparently by the former sales representative. The pouch has a stain and a wrinkled appearance, consistent with a demonstration unit that has been handled. The current representative scanned the pouch label to return the unit, and it eventually was determined that the unit was from a lot manufactured as a demonstration lot in june 2012, and the lot was not sterilized, and not released. There was no added labeling on the pouch identifying it as non-sterile or not for human use (nfhu). A sufficient quantity of ¿ not for human use¿ labels were issued to the router to place one not for human use label on each unit, but not enough for one on each pouch and one on each carton. The carton is not available. The product is being returned for inspection. The product was returned for analysis. One non sterile catheter powerflexpro 6mm15cm 135cm was returned. Also 6 pictures were received attached to the complaint file (B)(4). The inner pouch and the outer box (original packaging) were not returned for analysis. Per visual analysis of the received device the balloon was not previously inflated. Per pictures analysis, the inner pouch was noticed to be contaminated. Also, it was observed that the ¿not for human use¿ label was not placed onto pouch. No other issues were noted. A device history review (DHR) of lot 15617883 revealed no anomalies or non-conformances that can be associated with the reported complaint. Lot 15617883 was manufactured as a demonstration product. The complaint reported by the customer as ¿packaging/pouch/box contaminated-inner package¿ was confirmed with the received pictures. However, although this complaint was confirmed due to the observed condition from the received pictures, the cause of this contamination could not be conclusively determined during the analysis since the inner package was not received for analysis. The complaint reported by the customer as ¿packaging/pouch/box- labeling incorrect - injury possible: (peripheral)¿ was confirmed by the received pictures since it was observed that the ¿not for human use¿ labels were not placed onto pouch. The exact cause of the failure could not be determined during the analysis. This event is considered to be a product related issue and a risk assessment was initiated to further investigate this issue.

Event description:
As reported, a sealed labeled 135 cm. Powerflex pro 6 mm. X 4 cm. Balloon catheter (bc) unit in pouch without carton was left at the account, apparently by the former sales rep. The pouch has a stain and some wrinkled appearance, consistent with a demo unit that has been handled. The current rep scanned the pouch label to return the unit, and it eventually was determined that the unit was from a lot manufactured as a demo lot in june 2012, and the lot was not sterilized, and not released. There was no added labeling on the pouch identifying it as non-sterile or not for human use (nfhu). A sufficient quantity of ¿ not for human use¿ labels were issued to the router to place one not for human use label on each unit, but not enough for one on each pouch and one on each carton. The carton is not available. The product is being returned for inspection. No additional information is available.

Manufacturer narrative:
Please note that the event date is unknown. Please also note that the product manufactured and expired dates were not available. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.